Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. Unable to verify for battery out of limit and unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and error test due to the unresponsive buttons. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted.

Event description:
Customer reported that when he presses the up arrow on the insulin pump it returns a battery out limit. Customer also reported that all other buttons on the keypad are unresponsive. Customer stated that he had recently fallen into water while wearing the insulin pump. Blood glucose level was 140 mg/dl at the time of the call. In a follow up call, the customer reported receiving a battery out limit on the insulin pump. Blood glucose level at the time of the follow up call was 266 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.